Event description:
During a pta/stenting treatment procedure, deployment difficulties were encountered. The physician was unable to retract the sheath or deploy the stent. The pt was asymptomatic during this event. The procedure was successfully completed using a new symphony biliary stent. No pt injuries or complications were reported. Pt status is reported as 'ok'.